Manufacturer narrative:
(B)(4). The customer reported intermittent and erratic pads ECG waveform. The customer reported that replacing the pads and replacing the pads cable did not resolve the issue. There was no report of pt involvement and no report of adverse pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported intermittent and erratic pads ECG waveform. The customer reported that replacing the pads and replacing the pads cable did not resolve the issue. There was no report of pt involvement and no report of adverse patient impact.